Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
The consumer reported the tampon fell apart during removal. This occurred with three tampons from two boxes. She was unsure if pieces remained inside. She experienced vaginal odor and visited her doctor. The doctor did not find any remaining pieces of tampon inside. The odor has resolved and she is feeling fine.